Event description:
Baby boy died using an amber teething necklace. It's a dangerous fad. These necklaces are sold everywhere, including (B)(6). For incident info, see (B)(6). It took place last week in (B)(6) at a childcare place. Please stop the sale of this "jewelry" for infants before more die. These teething necklace are marketed as a "teething aid."